Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the flow readings disappeared for approximately thirty seconds, then reappeared. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.